Event description:
Additional information received indicated an x-ray imaging was performed and was inconclusive for lead damage. The device was reprogrammed to resolve the event.

Manufacturer narrative:
A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented in clinic following dizziness and syncope. Further interrogation revealed oversensing due to myopotentials resulting in pacing inhibition on the right ventricular lead. The patient was pacemaker dependent. No intervention was performed at this time. The patient was stable.